Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported a system issue. The patient went to have the system implanted but the implantable neurostimulator (ins) and lead in question were removed because they ¿didn¿t work.¿ the hcp further clarified that the patient wasn¿t getting stimulation and thought there might have been a hole in the lead. The hcp noted that the lead and ins were pulled and replaced with a different system. The event occurred intra- operative and the indications for use were urinary dysfunction/ sacral nerve stimulation, bowel dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal/pelvic floor. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information reported that the lead was implanted and neurostimulator was connected. When tried, there was no response. The system was removed and a new system was implanted. The device was used in the patient for treatment but there was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the tined lead ((B)(4)) found that the lead was fine electrically and no anomalies were found.